Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the unsulation at 260 mm from the terminal pin. The helix was retracted, but the tip appeared intact and undamaged. Blood and body fluid was noted in the lead lumen, helix housing and in the neck region. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-ray of the terminal pin showed no anomalies. X-ray of the lead showed no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the p-wave measurements with this right atrial (ra) lead decreased from 2-3 mv to less than 1 mv. There were also increased threshold measurements and loss of capture. It was discovered that the lead had micro-dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.